Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; during the same surgery, the patient was reimplanted with a new device. (B)(4).

Event description:
Per the clinic, the patient experienced intermittencies with device use. A skin flap reduction was performed on (B)(6), 2011, however intermittencies persisted. There was a subsequent loss of connection of the internal device. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, (B)(6), 2011.